Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: black box dates from 5/3/2015- 5/12/2015. Pump information from date of pi has been overwritten. Investigators were unable to confirm or duplicate the complaint during investigation. The pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap does not measure within height specifications. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.